Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown), guide catheter (details unknown), new coil (details unknown).

Event description:
It was reported by the hospital contact that during the procedure the coil (637hf0206/16038154) could not position well. The guide catheter (details unknown) and microcatheter (details unknown) reached lesion normally. The surgeon decided to re-shape microcatheter. There was a strong resistance occurred when the surgeon removed the coil. Changed to a new coil (details unknown) to complete the procedure. There was no report on patient injury. The patient is female, (B)(6), had acom. The product will not be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that during the procedure the coil (637hf0206/16038154) could not position well. The guide catheter (details unknown) and microcatheter (details unknown) reached lesion normally. The surgeon decided to re-shape microcatheter. There was a strong resistance occurred when the surgeon removed the coil. Changed to a new coil (details unknown) to complete the procedure. There was no report on patient injury. The patient is female, (B)(6), had acom. The product will be returned for analysis. An adequate continuous flush was maintained thru the microcatheter. It is unknown if there were any damages noted on the coil after use. There was no clinically significant delay in the procedure due to the event. A non-sterile orbit helical fill 2x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received unzipped without damage. Part of the gripper and part of the embolic coil were found stuck inside of the introducer. No damages were noted on the support coil. The gripper was found with wave condition while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found with wave condition and residues of dry blood can be observed on it while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the several kinks found on the hypotube as well as for the condition of the received unit (part of gripper and the support coil were found outside of the introducer from the proximal end). A review of the manufacturing documentation associated with this lot 16038154 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as¿ dcs ¿ resistance / friction¿ could not be evaluated due to part of gripper and the support coil were found outside of the introducer from the proximal end. The failure reported by the customer as ¿coil - unraveled/stretched¿ was confirmed. The cause of the stretched condition on the embolic coil and the damages found on the device were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.